Manufacturer narrative:
Date sent to the FDA: 03/10/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery, extensive lysis of adhesions, small bowel resection and ventral hernia repair surgery on (B)(6) 2015 during which the surgeon noted multiple adhesions to the previously placed mesh, other loops of bowel, mesentery and side wall, which were taken down. The mesh was resected, and the bowel was run. There was an area of bowel densely adherent to the mesh. In the course of removing bowel from the mesh, there was as spillage of succus. 34 cm of bowel was resected and a porcine dermal matrix was placed in an underlay fashion. It was reported the patient underwent incision and drainage of mesh abscesses with incision of mesh and placement of wound vac for drainage on (B)(6) 2015. It was reported that the patient underwent numerous additional infection related surgical procedures. It was reported that the patient experienced scarring, severe pain, dense adhesions, bowel resection, infection, scarring, bulging, inflammation, stress and anxiety. No additional information was provided.